Event description:
It was reported that the patient's ipg communicates with external devices but is not providing stimulation. Surgical intervention may be taken at a later date.

Event description:
It was reported that the patient underwent an scs ipg replacement on (B)(6) 2019. Stimulation was reportedly restored postoperatively.